Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) spoke with ikaria regarding a device issue with inomax (B)(4). The device was not in use on a pt at the time of the device issue. When the device was on and the disconnected from electric, the display went blank/black and a continuous audible alarm was heard.

Manufacturer narrative:
Inomax (B)(4) was removed from service and returned to ikaria for service investigation. Case comment: on (B)(6) 2015: this is a non-serious post-marketing device report. No adverse event was reported. The case is considered reportable because a previous, similar device failure-display-backlight failure had been associated with serious adverse pt consequence (index case MDR#3004531588-2013-00023). Device issue with inomax (B)(4). The device investigation was completed on 4/23/2015. Eval summary: inomax (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) review of the service log showed a delivery failure (df) alarm with backlight current below minimum; minimum: 800 counts, actual value: 578 counts. The rsc experienced a blank display at bootup and replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications, so it was returned to the device service pool. The root cause for this report is display-backlight failure. This condition will be tracked and trended under the company's quality system. The device was not in use on a pt; however, it is being submitted in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).